Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system continu-flo solution sets disconnected. It was further specified the fixed male luers on the clearlink sets connect much tighter to the threads on the one-link needle-free IV connector. The one-link housing "which springs the stem out of the collars which aren't tight which seems impossible to tighten because the collars are very sloppy which makes them unscrew very easily hence leading to disconnects¿. The event occurred during infusion prep in the pharmacy; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.